Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. This medwatch report is in response to receipt of maude event report mw5045137.

Event description:
It was reported that the patient underwent an unknown procedure in (B)(6) 2014 and mesh was implanted. The beginning of 2015 the patient started experiencing negative side effects, excruciating pain in the abdomen, burning sensation, stinging, swelling and inflammation. The surgeon opined that the patient has a fluid accumulation in her abdomen and possible infection and recommended a CT scan. The surgeon is deciding a course of action whether to treat with antibiotics or to remove the mesh. Additional information has been requested.